Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vessel. A 5.0 x 40 40cm mustang¿ balloon catheter was advanced for dilatation. After the first and second inflations at 10 atmospheres, the balloon was again inflated for the third time; however, the balloon ruptured at 16 atmospheres for 20 seconds. The device was completely removed and the procedure was completed with another mustang balloon catheter. No patient complications nor injuries were reported.